Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), cystitis interstitial ("chronic interstitial cystitis") and nephrolithiasis ("bladder problems - kidney stones") in a 22-year-old female patient who had essure (batch no. 731807) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "denies essure confirmation test". The patient's past medical history included spotting vaginal, post coital bleeding, abdominal pain lower, cold intolerance, weight gain and multiparous. Concurrent conditions included allergy to metals, pollen allergy, bladder infection, kidney stones, dysplasia and uterine adenomyoma. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/ prolonged menstrual bleeding/ abnormal bleeding (menorrhagia)"), back pain ("back pain"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain") and bladder pain ("bladder pain"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse / dyspareunia") and acne ("facial acne / acne"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced cystitis interstitial (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge/ vaginal metallic smell"). In (B)(6) 2012, the patient experienced anxiety ("anxiety"), depression ("depression"), astigmatism ("stigmatism"), hypermetropia ("farsighted ¿ glasses") and weight fluctuation ("weight fluctuation"). In (B)(6) 2012, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced nephrolithiasis (seriousness criterion medically significant), procedural pain ("painful post-operative recovery"), dental caries ("cavities / tooth decay"), alopecia ("hair loss"), urinary tract infection ("uti"), arthralgia ("joint pain") and urinary tract disorder ("urinary problems"). The patient was treated with buspirone, metronidazole (flagyl), surgery (laparoscopic assisted vaginal hysterectomy full, salpingectomy bilateral removal of fallopian tubes), surgery (removal of kidney stones). Essure was removed on (B)(6) 2016. In (B)(6) 2017, the menorrhagia, dyspareunia, vaginal haemorrhage, headache, nausea, pelvic pain and vaginal discharge had resolved. At the time of the report, the abdominal pain, back pain, dysmenorrhoea and procedural pain was resolving and the cystitis interstitial, nephrolithiasis, dental caries, fatigue, alopecia, acne, urinary tract infection, migraine, anxiety, depression, astigmatism, hypermetropia, weight fluctuation, bladder pain, arthralgia and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anxiety, arthralgia, astigmatism, back pain, bladder pain, cystitis interstitial, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypermetropia, menorrhagia, migraine, nausea, nephrolithiasis, pelvic pain, procedural pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Concerning the injuries reported in this case, the following ones were added from patient¿s medical records: abnormal uterine haemorrhage (confirming the event abnormal bleeding (vaginal, menorrahagia)). Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical records: events per pfs: abnormal bleeding (vaginal), fatigue, hair loss, facial acne, uti, chronic interstitial cystitis, migraines, headaches, nausea, pain, anxiety, depression, vaginal discharge/ vaginal metallic smell, stigmatism, farsighted ¿ glasses, weight fluctuation, bladder pain, tooth decay, cavities, joint pain, bladder problems kidney stones, urinary problems, denies essure confirmation test. Medical history, concurrent condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), cystitis interstitial ("chronic interstitial cystitis") and nephrolithiasis ("bladder problems - kidney stones") in a 22-year-old female patient who had essure (batch no. 731807) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "denies essure confirmation test". The patient's past medical history included spotting vaginal, post coital bleeding, abdominal pain lower, cold intolerance, weight gain, multiparous and bladder disorder in 2016. Previously administered products included for an unreported indication: prenatal vitamin in 2010. Concurrent conditions included allergy to metals, pollen allergy, bladder infection, kidney stones, dysplasia and uterine adenomyoma. Concomitant products included paroxetine hydrochloride (paxil) since 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/ prolonged menstrual bleeding/ abnormal bleeding (menorrhagia)"), back pain ("back pain"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain") and bladder pain ("bladder pain"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse / dyspareunia") and acne ("facial acne / acne"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced cystitis interstitial (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge/ vaginal metallic smell"). In (B)(6) 2012, the patient experienced dental caries ("cavities / tooth decay"), anxiety ("anxiety"), depression ("depression"), astigmatism ("stigmatism"), hypermetropia ("farsighted ¿ glasses") and weight fluctuation ("weight fluctuation"). In (B)(6) 2012, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced nephrolithiasis (seriousness criterion medically significant), procedural pain ("painful post-operative recovery"), alopecia ("hair loss"), urinary tract infection ("uti"), arthralgia ("joint pain") and urinary tract disorder ("urinary problems"). The patient was treated with buspirone, metronidazole (flagyl), surgery (laparoscopic assisted vaginal hysterectomy full, salpingectomy bilateral removal of fallopian tubes), surgery (laparoscopic assisted vaginal hysterectomy full, salpingectomy bilateral removal of fallopian tubes) and surgery (removal of kidney stones). Essure was removed on (B)(6) 2016. In (B)(6) 2017, the menorrhagia, dyspareunia, vaginal haemorrhage, headache, nausea, pelvic pain and vaginal discharge had resolved. At the time of the report, the abdominal pain, back pain, dysmenorrhoea and procedural pain was resolving and the cystitis interstitial, nephrolithiasis, dental caries, fatigue, alopecia, acne, urinary tract infection, migraine, anxiety, depression, astigmatism, hypermetropia, weight fluctuation, bladder pain, arthralgia and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anxiety, arthralgia, astigmatism, back pain, bladder pain, cystitis interstitial, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypermetropia, menorrhagia, migraine, nausea, nephrolithiasis, pelvic pain, procedural pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Concerning the injuries reported in this case, the following ones were added from patient¿s medical records: abnormal uterine haemorrhage (confirming the event abnormal bleeding (vaginal, "menorrhagia")). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/ prolonged menstrual bleeding"), back pain ("back pain"), dyspareunia ("painful intercourse"), dysmenorrhoea ("severe menstrual pain") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a laparoscopic assisted vaginal hysterectomy with preservation of ovaries). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menorrhagia, back pain, dyspareunia, dysmenorrhoea and procedural pain was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia and procedural pain to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Following the removal surgery, patient suffered a painful post-operative recovery. Since having the surgery, her symptoms are mostly resolved. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.